Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after the replacement of the patient¿s previous implantable neurostimulator (due to reaching end of service) the patient ¿felt stretching and pain.¿ the patient¿s hcp decided to move or replace the previous extension cables as a result; however, while attempting to disconnect the extension cables from the ins during the revision procedure, the hcp was unable to get one of them loose from the ins head. The hcp ¿tried to disconnect the extension cable from the ins head, but without any success.¿ it was reported the ins had a defect in the second channel and was ¿broken.¿ the patient¿s ins and extensions were explanted, with part of one extension remaining in the ins. The ins and extensions were later replaced and the issue was resolved; the patient was alive with no injury at the time of report.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins connector port lead or lead parts stuck inside port. The connector sleeves were crushed. The proximal segment of an extension had been cut off and was stuck in the #0-7 connector port of the ins. The rest of the extension was not returned. It was able to be removed by cutting off the end of the ins connector module in order to push it out the end. It was found that the #0 connector sleeve was crushed and had multiple ins setscrew impressions with some in the correct location and some too proximal. The insulation was compressed between the #0 and #1 connector making it impossible to pull out of the connector port in the normal manner. The ins was also received with no telemetry and no output. Telemetry was restored with one physician mode recharge. After being fully recharged, it passed functional testing. According to the trace report taken from the ins, it was last recharged on (B)(6) 2016 and depleted to the sleep/lock mode on (B)(6) 2016. The battery subsequently depleted to an overdischarged state. Device analysis for extension unknown revealed the proximal end connector crushed. The proximal end of the extension had been cut off and was stuck in the #0-7 ins connector port. The rest of the extension was not returned. It was able to be removed by cutting off the end of the ins connector module in order to push it out the end. It was found that the #0 connector sleeve was crushed and had multiple ins setscrew impressions with some in the correct location and some too proximal. The insulation was compressed between the #0 and #1 connector making it impossible to pull out of the connector port in the normal manner. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.